Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 1000 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was presented to the emergency room (ER) on (B)(6) 2016 with a critical alarm sounding. The alarm began sounding at approximately 5 p.m. On the same day. The last refill was on (B)(6) 2016. The patient was showing no signs of withdrawals. The ER physician prescribed oral baclofen. The alarm was confirmed by telemetry to be low battery reset and safe state. No diagnostics were performed and it was unknown if any environmental, external, patient factors contributed to the issue. The patient was implanted with a new pump on (B)(6) 2016.

Manufacturer narrative:
The other relevant components include: product ID neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the pump identified high battery resistance, corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing. Analysis of the catheter identified coring/tears/cuts in the seal of the sutureless connector.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The hospital retained the pump until (B)(6) 2016. The pump and catheter were returned to the manufacturer; the devices were received on 2016-10-03.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.